Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. The customer's blood glucose level ranged from 288-289. The customer declined to further troubleshoot with tandem technical support.